Event description:
It was reported the pt experienced overstimulation during which the pt was unable to walk. A myelogram revealed no abnormalities. The sjm rep will interrogate the system as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.